Event description:
It was reported that the residual water on the device tray cannot drain water properly after cleaning due to too much surface and few holes in the filter basket. It was noted , as a result, water can remain in the screens that can lead to contamination and potential hazards to patients. Therefore, user will use its own trays. It was noted that the subject tray was not even used. The issue found during receipt inspection. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not returned for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Due to the device not being returned, a physical inspection could not be conducted. Product quality assessment determined that water remaining in the tray after sterilization could potentially cause germination which could lead to risk of patient infection if device is exposed/contaminated. Because the reported complaint is a user preference/suggestion and not a true device failure, a root cause cannot be associated with the complaint. Olympus will continue to monitor the field performance of this device.